Manufacturer narrative:
The investigational completed 10/14/2019. The device was visually inspected and the clear pebax sleeve was with reddish-brown material inside. During a second visual analysis, reddish material and a hole on the surface of pebax sleeve was observed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor feature was tested and it was found to be working properly. Force values were observed within specifications. Irrigation testing was performed and found to be within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation, and the biosense webster inc. (Bwi) product analysis lab (pal) observed a hole on the surface of the pebax. Initially it was reported that there was high metals and the image jumped from the top to the bottom chamber. Catheter replacement resolved the issue. No adverse patient consequences were reported. The visualization issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 9/23/2019, the bwi pal received the device for evaluation. Upon initial inspection, the clear pebax was observed with reddish brown material inside. The observed reddish brown material has been assessed as not MDR reportable. Further testing was prompted. During a second visual on 10/2/2019, the pebax was observed cracked with a hole on the surface and reddish material inside of the pebax sleeve. The observed crack and hole on the pebax sleeve has been assessed as MDR reportable. The awareness date has been reset to 10/2/2019.